Event description:
It was reported through a service report that the headend lift was not functioning properly. No adverse consequence reported.

Manufacturer narrative:
Result: cable lift power coil.